Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported battery needs replaced. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.

Manufacturer narrative:
G4: 05aug2020 b4: (B)(6)2020 it has been determined that the battery being replaced had exceeded its expiration date. There was no allegation of deficiency with this battery. It was confirmed that there was no patient involvement with this issue. There was no allegation of harm associated with this report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09apr2020. B4: 04aug2020. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the backup battery to address this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.